Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that an ht70 plus ventilator had an oxygen (o2) sensor failure. The ventilator was not in use on a patient at the time of the reported event. The service engineer (se) replaced the oxygen sensor and completed preventative maintenance. The unit passed all testing and operated within the manufacturing specifications.